Event description:
Customer reported he jumped in a pool for ten minutes while wearing his insulin pump. Customer's blood glucose is 221 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device was received with blank display due to corroded electronic assembly. Moisture damage was found on motor. Device had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.